Event description:
It was later reported that the patient¿s pump was okay. The reporter was unsure of the cause of the heart attack.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported the patient felt a warm sensation when dye was being injected during a dye/rotor study. It was noted that when the contrast was being injected, they complained of a warm sensation in the back and chest area. It was stated the patient had a heart attack. It was reported the patient was sent to the ER and was hospitalized. It was noted the hospital was using a new contrast and thought there may have been a reaction to it. It was stated the pump was put in minimum rate, while they were in the ER and then reprogrammed to simple continuous prior to being admitted. It was noted the ER found the patient was having a heart attack. The patient status was noted as alive ¿ no injury. The pump was used to deliver hydromorphone and bupivacaine.